Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that although self test was performed twice the pump error was occurred twice. Customer also stated that the insulin pump had replace battery alert. The condition was confirmed by the distributor. Replacement of the pump was performed by the medical facility. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. Software was downloaded to the device successfully. No unexpected "battery power loss" or hardware low level failures alarms were noted. (B)(4).